Event description:
The st. Jude representative phoned to report that no communication could be established with the ICD during a routine follow-up. Attempts were made to troubleshoot the problem but none were successful. The patient reported that they felt a shock and heard a "popping" sound. There was a noticeable red mark on the patient's skin near the botton of the ICD. The device was scheduled for immediate explant.